Manufacturer narrative:
D10: concomitants: (B)(6) 02-010-04-0230 - logic cr femoral por, left, sz 3 (B)(6) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t (B)(6) 201-78-15 - holding pin mini sharp point 4 pk (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) 521-78-32 - threaded pin size 3.0 collarless (B)(6) - gps implant kit v2.

Event description:
It was reported that approximately 42 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear of the tibial insert and patellar component. No further issues or complications were reported. Patient was last known to be in stable condition following the event. Device images and x-rays were provided. The explanted devices were disposed of by the hospital. No additional information is available. Images, x-rays and ebi attached. Product not returning: discarded at hospital. Product: 02-012-51-3009 - logic tib insert impl crc, sz 3, 9mm. Serial: (B)(6). *serial number (B)(6) is affected by recall* UDI: (B)(4). 510k: k123342 product code: jwh product: 200-02-35 - three peg patella 35mm serial: (B)(6). UDI: (B)(4). 510k: k932690. Product code: jwh. Concomitants: (B)(6) 02-010-04-0230 - logic cr femoral por, left, sz 3 (B)(6) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t (B)(6) 201-78-15 - holding pin mini sharp point 4 pk (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) 521-78-32 - threaded pin size 3.0 collarless (B)(6) - gps implant kit v2.

Manufacturer narrative:
The revision reported was likely the result of infection, component loosening, and prosthesis wear. However, the reported wear of the patella could not be confirmed. The reported cellulitis may have led to the infection of the patient¿s knee, resulting in loosening and subsequent third body wear; however, the sequence of events and the likely cause of the infection, loosening, and insert wear could not be confirmed as the devices were not returned for evaluation. H6: health effect-clinical code, component code, investigation codes.

Event description:
Everything was revised. Legal notification received. Clinical details: initial left tkr (B)(6) 2021. Known poly oxidation risk, popliteal cyst, synovitis. Had significant episode of cellulitis in 2023 requiring intravenous antibiotics. Possible source of inoculation. Clinically infected tkr. Elevated crp, warm swollen, painful and positive bone scan.